Event description:
Additional information confirmed the following: a current angio performed in the patient confirmed no evolution of the diameter of the aaa; however, the three components are now occluded. The physician noted the occlusion due to progression of thrombus.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 49mm abdominal aortic aneurysm. Vessel morphology was reported as the length of non-aneurysmal aortic neck was 40mm. Proximal aortic neck diameter was 30-28mm. Diameter of access vessels at the right femoral artery was 11mm. Distal diameter of non-aneurysmal neck of the right iliac artery was 25mm. Aneurysm on iliac artery was noted with a maximum diameter of 29mm. During follow up a CT with contrast noted an occlusion of the stent graft on the right side due to thrombus at the distal portion of the stent graft. A secondary intervention was performed where an axillofemoral bypass was performed between the subclavian artery and femoral artery. The event was noted as resolved. The investigator assessed this event related to the study device. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).